Event description:
Procedure type: lap chole. Reportedly, the trocar seal broke while the surgeon inserted or pulled a camera through the port. Nothing fell in the surgical site and another device was used to complete the case. No pt injury was reported.